Manufacturer narrative:
Insulin pump passed the displacement test. Device received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restart error test, unable to verify prime alarms or perform prime test due to motor error alarm. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. Insulin pump received with minor scratched lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 145 mg/dl. Insulin squirted out during the manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.